Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an emergency room visit for high blood glucose. The customer's blood glucose level was 498 mg/dl at the time of admission. The customer's blood glucose at the time of call was 256 mg/dl. The customer was not wearing the insulin pump 72 hours prior to admission. The cause per the healthcare provider was hyperglycemia. The customer was treated with insulin. The customer was given insulin filled syringes to treat at home. The customer declined to troubleshoot for the high pressure test and had a tubing clamp available. The customer also reported cracks on the device. The product was not returned for analysis.